Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect. Investigation is still in progress.

Event description:
Description according to complainant: "the patient had a igtcfs-65-1-fem-celect placed on (B)(6) 2013. Upon removal on (B)(6) 2013, the physician noted via scans that the filter had migrated. It was also noted that the filter perforated the inferior vena cava and the strut was broken off. The physician removed the filter, leaving the broken strut. The patient was then transferred to utah valley regional medical center to a vascular surgeon, for removal of the strut. The strut was removed from the patient's right atrium." Patient outcome requested but until now no information has been provided.